Event description:
It was reported that the patient underwent a posterior lumbar fusion at l2-3 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed inflammation. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2011: the patient was pre operatively diagnosed with: l2-l3 spondylolisthesis, unstable. Large lumbar disk herniation l3-l4. Moderate disk herniation at l2-l3. Spinal stenosis, severe at l3-l4 and moderate at l2-l3. Chronic low back pain. Bilateral lower extremity radiculopathy and myelopathy. Degenerative disk disease and underwent following procedure: stage1: l2-l3 anterior lumbar interbody fusion via direct lateral approach. Stage2 : l2-l3 posterior fusion. L3-l4 left hemi laminectomy, microdiskectomy with bilateral decompression. L2-l3 left hemi laminectomy, with bilateral decompression. L2-l3 posterior instrumentation. Using microscope for the decompression. No patient complications were reported. As per op notes ¿stage 1: the interbody cage size 12*55 mm*6 degrees opened, bmp reconstituted. We then packed the cage with bmp and bone graft. Stage 2: we then turned our attention to the l2-l3 posterior fusion and instrumentation. The facet screw placement monitored under fluoroscopy guide on both ap and lateral views. The facet joint was then packed with bmp bone graft and the bone graft strip. We placed the graft mainly in the posterior lateral gutter area.¿

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.